Manufacturer narrative:
Reporter noted an invalid lot number of 78x099. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the insertion mechanism of a cleo® 90 infusion set would not retract after insertion. The patient was attempting a routine site change at the time of the event. The patient's blood glucose levels were approximately 300mg/dl at the time of the event, and they did not test for ketones. To address the high blood glucose levels, the patient injected insulin manually via syringe. The patient was going to switch to manual daily injections. No permanent injury was reported. See MFR: 3012307300-2017-01105, 3012307300-2017-01106, 3012307300-2017-01107, 3012307300-2017-01108, 3012307300-2017-01109, 3012307300-2017-01111, 3012307300-2017-01112, 3012307300-2017-01113, and 3012307300-2017-01114.